Manufacturer narrative:
H10: manufacturing review: this is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: the sample was not returned for evaluation. One electronic photo was provided for review. The investigation is confirmed for the reported broken connector port issue as the port stem connected with the cath-lock was found completely broken and separated from the port body. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 12/2022), g3, h6 (device, method). H11: b5, h6 (patient, result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that prior to the port placement procedure, connecter site of port was allegedly broken while connecting catheter. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: this is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: one x-port isp implantable port, one cath-lock, one flushing connector loaded onto one catheter, one introducer needle, one straight non-coring needle, one right-angle non-coring needle, one vein pick, one tunneler and one safety infusion set were returned for evaluation and electronic photo was provided for review. Visual and microscopic visual evaluation were performed on the retuned device. The investigation was confirmed for the reported fracture and material separation as a complete circumferential break was noted to the port stem, the provided photo also confirms the same. The distal part of the broken port stem was connected with cath-lock and a small segment of catheter. The edges of the port stem break was smooth at some region and jagged at some region. Both the break surfaces appeared finely granular. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 12/2022). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to the port placement procedure, connecter site of port was allegedly broken while connecting catheter. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 12/2022).

Event description:
It was reported that during the port placement procedure, connecter site of port was allegedly broken while connecting catheter. There was no patient injury.